Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality management stated there was no device breakage, event "retained essure coils after salpingectomy surgery" was recoded to "essure dislocation". On 25-jan-2017: quality safety evaluation of ptc (no device breakage mentioned). Company causality comment: this non-medically confirmed, spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain post essure insertion and retained essure coils after removal surgery, previously seen as device breakage. After technical analysis this event was considered a device dislocation. This consumer underwent a bilateral salpingectomy by laparoscopy around 5 years after placement, afterwards she continued to experienced persistent pelvic pain, an x-ray revealed retained essure coils and total abdominal hysterectomy was performed to removal micro-inserts in (B)(6) 2016. Both events are serious and anticipated in essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, the event started after essure placement. Therefore, causality with the suspect insert cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In this particular case, after a bilateral salpingectomy, pain persisted and an x-ray diagnosed that essure coils were retained. Given event's nature causality cannot be excluded. This case was regarded as incident, since essure removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is being sought.

Event description:
This case was reported via regulatory authority FDA (reference number: mw5066416) on 20-dec-2016 and was forwarded to bayer on 20-dec-2016. This spontaneous case was reported by an other health professional and describes the occurrence of procedural pain ("pelvic pain post essure insertion") and device breakage ("retained essure coils after removal surgery") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. In 2014, the patient experienced procedural pain (serious criteria medically significant and clinically significant/intervention required). In 2016, the patient experienced complication of device removal ("retained essure coils after salpingectomy surgery"). On an unknown date, the patient experienced device breakage (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (salpingectomy for essure removal in 2016) and surgery (total abdominal hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the procedural pain had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for procedural pain, device breakage and complication of device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: x-ray result was revealed retained essure coils. Company causality comment: this non-medically confirmed, spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain post essure insertion and retained essure coils after removal surgery(seen as device breakage). This consumer underwent a bilateral salpingectomy by laparoscopy around 5 years after placement, afterwards she continued to experienced persistent pelvic pain, an x-ray revealed retained essure coils and total abdominal hysterectomy was performed to removal micro-inserts in (B)(6) 2016. Both events are serious and anticipated in essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, the event started after essure placement. Therefore, causality with the suspect insert cannot be excluded. During difficult removals, single cases have been reported of essure breakage. In this particular case after a bilateral salpingectomy, pain persisted and an x-ray diagnosed that essure coils were retained. Given event's nature causality cannot be excluded. This case was regarded as incident, since essure removal was required. A product technical analysis and further information is being sought.

Manufacturer narrative:
This case was reported via regulatory authority FDA (reference number: mw5066416) on 20-dec-2016. This spontaneous case was reported by an other health professional and describes the occurrence of pelvic pain ("ongoing pelvic pain post essure insertion, ongoing also post salpingectomy") and device dislocation ("retained essure coils after salpingectomy surgery") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced complication of device removal ("retained essure coils after salpingectomy surgery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy for essure removal in 2016, patient desired total abdominal hysterectomy on (B)(6) 2016) and surgery (patient desired management via total abdominal hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device dislocation and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in 2016: retained essure coils (abnormal nos). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the other health professional is not possible. Most recent follow-up information incorporated above includes: on 3-may-2017: unsuccessful follow up attempts were performed. Company causality comment: this non-medically confirmed, spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain post essure insertion and retained essure coils after removal surgery, previously seen as device breakage. After technical analysis this event was considered a device dislocation. This consumer underwent a bilateral salpingectomy by laparoscopy around 5 years after placement, afterwards she continued to experienced persistent pelvic pain, an x-ray revealed retained essure coils and total abdominal hysterectomy was performed to removal micro-inserts in (B)(6) 2016. Both events are serious and anticipated in the essure reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, the event started after essure placement. Therefore, causality with the suspect insert cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, dislocation, or occur as a result of uterine perforation. In this particular case, after a bilateral salpingectomy, pain persisted and an x-ray diagnosed that essure coils were retained. Given event's nature causality cannot be excluded. This case was regarded as incident, since essure removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. No further information is awaited.